Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The chiller was replaced and preventative maintenance was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the (B)(4) center (site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser did not perform the sidecut resulting in an incomplete flap. The procedure was converted to photo-refractive keratectomy (prk). The patient was a bioptics following the intraocular lens implant (iol).